Event description:
User reported that she ran into her oven with her power wheelchair and suffered a cut on her arm and a broken arm. User indicated she has run into other things with her wheelchair. Manufacturer inspected the wheelchair and it was operating properly. The incident relates solely to user error and no functional problem with the wheelchair. Manufacturer replaced the joystick damaged by the user when she ran the wheelchair into the oven.

Manufacturer narrative:
Evaluation summary: manufacturer inspected the wheelchair in (B)(6) 2012. The wheelchair was working properly and the inspection confirmed that the incident was solely caused by the user error. Manufacturer replaced the joystick that was damaged during the incident.